Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2025.

Event description:
It was reported that the patient was experiencing frequent and difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.

Event description:
It was reported that the patient was experiencing frequent and difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.